Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient. The pump time was found to be set incorrectly by 1 hour, however, the pump delivery history was found to be accurate. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the total daily dose history for the available date range from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No pump history was available for the date of the alleged event because the pump remained in use until (B)(6) 2011. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked.